Event description:
It was reported that patient had severe paresthesia on contralateral arm. A possible short on the left side was detected due to low impedances (less than 250 on circuits 0 and 3). Normal impedances were measured in the right side. An intraoperative testing was performed on (B)(6) 2012 to locate source of short circuit. Impedances were checked on the implantable neurostimulator (ins), extension with normal results. Impedance were low on the left side (side with shorts) and normal (1200 range) on the right side. No know event (fall or trauma) to correlate with the shorts circuits. Short symptoms started appear around (B)(6) 2012. Patient reported no feeling good and 'tingling'. No device was removed at the time of this report. Physician planned to review result with patient to determine next steps.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3387s-40, lot# v541017, implanted: 2011 (B)(6), product type lead. (B)(4).